Manufacturer narrative:
Device was tested upon receipt at impact and the input testing did not confirm the reported malfunctions. The event was reviewed in detail with impact's field clinician and the most likely root cause was considered to be improper use of I:e ratios (device settings) - a training issue. The site was notified of impact's lack of confirmation of the malfunction. Device burn-in and output testing were performed. The unit was returned to the end user after it tested within specification.

Event description:
The pt was being transported by ground vehicle and was being supported by an impact 754 portable ventilator. The ventilator was reported to alarm "connection error" as well as "tidal volume error" and "flow failure" and then was reported to "stop working properly". The pt was disconnected from the ventilator and was supported using manual ventilation. The clinician reset the device three times and the ventilator stopped alarming and appeared to be functioning correctly. The pt was placed back on the ventilator for the remainder of the transport. The alarms and malfunction were able to be duplicated by the clinician following the transport. The end user did not report that there were adverse events to the pt as a result of the incident. Though it was reported that serious injury to the pt did not occur, it was reported that the device malfunction caused the need for manual back-up ventilation. This event is being submitted as a serious injury event because the use of back-up ventilation was necessary to preclude permanent impairment or damage due to the device incident.